Event description:
It was alleged that a hospital staff member was injured setting the brake on a big wheel stretcher. Further information was not provided.

Manufacturer narrative:
The user facility did not provide any further details of the injury or event. The user facility was provided in-service training, however it was declined. The serial number of the device could not be provided as the user facility did not know which device the issue occurred on. The device was not available.

Event description:
It was alleged that a hospital staff member was injured setting the brake on a big wheel stretcher. Further information was not provided.